Manufacturer narrative:
Preliminary risk is indicated. Severity: 3 (critical). Reason: in the worst case, falling lead weights can lead to serious injury of a person. Probability: b (improbable). Reason: probability of harm is improbable, but not impossible. The screws are very strong relative to the weight of the weights. Static strength of each screw (shear or tension) is well over 454kg (1000 lbs). The cover material may be damaged (cracked) but will prevent the trim weight from falling through. No other products are concerned.

Event description:
A potential product issue has been reported with our mevatron md linear accelerator. In the abundance of caution, this issue is being reported. The attaching screws for the small counter-weight at the gantry failed. (B)(6) fell into the inside of the cover of the gantry. There was no further damage. Operation of the linac was stopped immediately, in order to avoid injury to a pt and to avoid damage to the machine. No info was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.